Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the leads fell again. This is the 3rd time for this to happen. The stimulation in the stomach and lead migration has not been resolved. No further patient symptoms or complications were reported in this event.

Manufacturer narrative:
Product ID: 977c165, serial# (B)(4), product type :lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that MRI compatibility guidelines were requested. The patient was having a lumbar scan being done for chronic lower back pain. The caller thinks the patient has had several back surgeries and thinks she is getting the device removed. No additional complications were reported.

Manufacturer narrative:
Other relevant device(s) are: product ID: 977c165, serial/lot #: (B)(4), ubd: (B)(6) 2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was feeling stimulation in their stomach and the ins never worked for them. Their lead wires had also "fallen down". They were going to have their stimulator removed by their doctor. No further complications reported.